Manufacturer narrative:
Upon follow up, it was reported that the peritonitis was manifested by abdominal pain. On an unreported date, the patient was hospitalized for the peritonitis. The patient was not treated with medication for the event. On an unreported date, pd therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event was unknown. It was unknown if the patient was hospitalized for this event. Treatment was not reported. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.